Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 79.4 cm to 81.1 cm and 79.7 to 80.2 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device.

Manufacturer narrative:
The abrasions were not consistent with constant friction with another implantable device.